Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the proportional solenoid valve assembly (psol). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into safety valve open (svo) condition. The ventilator was not in use on a patient at the time the event occurred.